Event description:
As reported by an edwards lifesciences affiliate in south africa, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a sapien 3 (s3) valve. During valve deployment, at the final portion of inflation, the commander delivery system balloon burst. The valve was fully deployed. During removal of the delivery system through the sheath, it became stuck, and the devices were removed as a single unit. A femoral dissection was observed; however, no intervention was required. The patient was noted to be stable following the procedure. The root cause of the event was reported to be calcium at the sinotubular junction (stj).

Manufacturer narrative:
The investigation is ongoing.